Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, crack opening. Leak test and microscopic analysis was performed which identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b,d9,h3,h6.

Event description:
Device has been explanted.